Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported ¿bone ingrowth¿ and subsequent revision cannot be determined, and the patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. A review of the instructions for use documents for engage partial knee system revealed in the warnings and precautions section that the success of the operation depends on compliance with the operative technique supplied, and the proper use of the instrumentation supplied and specially designed for that range of implants. Additionally, incorrect fixation or positioning of the components has been identified in the adverse effects and complications and can result in loosening of the implants. Also, the risk factors section revealed that conditions such as advanced osteoporosis, metabolic disorders, history of systemic or local infection, significant deformations, tumors of the supporting bone structures, allergic reactions to the prosthesis materials, tissue reaction to implant corrosion or wear debris and functional incapacity of other the joints will make the fixation of the knee prosthesis challenging. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient condition and/or medical history. Based on this investigation, the need for corrective action may be indicated.

Event description:
It was reported that, after an unicompartmental knee arthroplasty with an engage system, the patient experienced lack of bony ingrowth on the surfaces. For that reason, a revision surgery was performed on an unspecified date. Patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).